Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Three sealed physical samples were received for the investigation. The samples were visually and functionally tested, and the reported condition could not be confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes. Correction made to section h6 "type of investigation".correction made to "additional manufacturing narrative".

Event description:
According to the reporter, when providers were placing the vascular catheter in the patient, they flushed the line before insertion and noted a hole at the neck or the silicone tubing on the red port. The catheter was not inserted into the patient after noting the normal saline leak. No cleaning agent was used on the device. Nothing unusual was observed on the device prior to the procedure. No other products were being utilized with the device. No component of the kit touched the patient's skin. The device never reached the patient. A new vascular catheter of the same product ID (identifier) and lot was obtained, inserted on same date as the complaint date, and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two physical samples were received for the investigation. The samples were visually and functionally tested, and the reported condition could not be confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.